Event description:
It was reported following the third inflation near the rated burst pressure during a kidney tract dilatation procedure the catheter shaft broke and the distal portion including the balloon detached in the pt. Retrieval of the detached segment was uneventful. Another balloon was used to successfully complete the procedure without pt complications. The device was received, evaluated and retained by this MFR. The engineering indicated the catheter shaft was broken 6.8 cm from the distal tip. The balloon was fully attached to the broken segment of the shaft. The shaft was elongated at the break and kinked. Chatter marks were noted on the balloon surface. This device displayed characteristics consistent with exertion against resistance, elongated and kinked shaft and contact with a sharp external source, chatter marks on the balloon surface. It was indicated this device was used in a non-indicated procedure, kidney tract dilatation and a lot of tracking resistance had been encountered during this procedure. The co believes the above factors contributed to this event and do not attribute it to the device. Co's directions for use state: "courier balloon dilatation catheters are recommended for percutaneously transluminal angioplasty of the iliac. Femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae...any use for procedures other than those indicated in these instructions is not recommended...courier balloon dilatation catheters should be used with caution for procedures involving calcified lesions or synthetic vascular grafts due to the abrasive nature of these lesions...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."